Manufacturer narrative:
The system was examined and the reported system messages (sms) were not replicated. The company representative did not find any issue with the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2011. Based on qa assessment, the product met specifications at the time of release.the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system displayed system messages and shut down right after inserting the trocars. The procedure was aborted and completed on another date. There was no patient harm.